Event description:
In 2006 I had a total knee replacement using zimmer parts at hospital. I went through the post-op physical therapy recommended by my surgeon. I saw dr in 2006 and basically everything looked normal although I expressed my concerns about the limited range of motion and excess pain. Four days later, I was walking to my car after a physical therapy session and my right knee started to make a clicking noise every time I took a step. Later that day the joint became very loose. Two days later, I saw dr again. He said it was normal and maybe the knee would quiet down as muscle strength increased. Nothing unusual appears on any standard views on xrays. The replacement knee is actually worse than the natural joint I had before surgery. Sometimes in bed with no vertical load on it the joint snaps and wakes me up. It also has a dull ache most of the time. Sometimes there is mild pain that's a bit sharp and feels like it's under the knee cap. While walking and at the very last point before fully extending the leg and going, the step is when the snap occurs. It's actually loud enough to hear sometimes, but in all cases it resonates through my bones and I hear it and feel it in my skeletal system. After a return visit to the surgeon and seeking other opinions from 2 other surgeons, I end up with responses that the doctors cannot explain it. It is now 2008 and the problem still persists. In attempt to get some help from zimmer, I obtained my hospital record, and faxed it to their legal dept. I received an email in response indicating that they could not provide any help for me. I'm reporting this to your agency in hopes that others with a similar problem can be helped in some way at a later date.